Event description:
It was reported that "product used for lavh procedure. Trocar tip was broken and felt inside the trocar incision (before enter into the peritoneum cavity). Broken tip was taken out and surgeon used other brand trocar for their procedure. Broken trocar was discarded. It was not given back to us. Pt felt pain on the trocar site where our mini finesse trocar was used. Surgery procedure was delayed for 20 minutes than the regular time. No damaged trocar sample are available with us."

Manufacturer narrative:
With no product to be returned, conmed is currently attempting to obtain additional info in regards to this complaint. Contact in india has indicated that they are unavailable until the first of the year (2010). Once info has been received, and the investigation is completed, a supplemental report will be filed.